Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (svc code 102) was confirmed. Upon investigation discharge resistor r45 was found to be open. The open resistor was caused by a damaged high voltage capacitor c21. Both leads of c21 were broken off the pads on the defibrillator board. The root cause for the broken leads could not be positively identified, but the damage to the leads was likely the result of the monitor impacting a hard surface. No adverse event resulted from the damaged c21 capacitor. The pt received a replacement monitor.

Event description:
The download data from a (B)(6) male pt revealed a svc code 102 (charge profile fault). Zoll customer support contacted the pt and issued him a replacement monitor.